Event description:
It was reported "the following was obtained during clinical assessment. Redness or swelling was identified at or around the central line insertion site."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported through a post-market clinical follow-up survey on central line port catheter, there was redness or swelling at or around the central line insertion site, during port placement procedure. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: b5, d1, d4, e1, e3, g1, h1, h6 (patient), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.